Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during an attempted implant, the lead dislodged. Once it was positioned, low pacing lead impedance was observed. Upon removing the lead, the insulation was entangled.